Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 280 mg/dl. The customer stated that the act button won't work it doesn't allow you to go to other setting. The customer was asked if recalls any significant events leading to alarm and said no, insulin pump was not dropped or wet. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction. The patient was advised that the insulin pump will need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.